Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2013 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study reported that on (B)(6) 2025 the event was resolved without sequelae.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen and dilaudid (hydromorphone) via an implantable pump. It was reported that a suspected intermittent catheter kink was occuring. Increasing reservoir volume discrepancies were occuring (irv - 6ml, aav- 16ml and irv - 7.7 ml, aav - 16 ml). The patient presented to the emergency department with withdrawal over the weekend where they were started zofran and IV fentanyl. The patient was later given a fentanyl patch and percocet and then rotated from long-acting opioid to a fentanyl patch or oral oxycontin. Reservoir volume discrepancies were still noted to be occuring, but they were noted to be expected for this patient, irv - 5.3ml, aav - 12ml and irv - 22.1 ml, aav - 22 ml. No further signs or symptoms reported. The patient's pump was reaching normal end of battery life and they would be assessing the need for a catheter revision at that time.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#serial#: (B)(6), implanted: on (B)(6) 2013, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 24-may-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.